Event description:
It was reported that the tip of the right ventricular (rv) lead separated from the lead body during a lead extraction. The lead was being extracted due to a therapy upgrade. The tip of the lead remains in the superior vena cava (svc). The lead was replaced as a result of the therapy upgrade. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. It was noted that two lead segments were returned. The terminal segment was severed. The lead tip section appeared to be stretched and ripped apart. The lead tip was missing and was not returned. An extracting stylet was returned stick in the middle segment. Correction to field d6b: explant date.

Event description:
It was reported that the tip of the right ventricular (rv) lead separated from the lead body during a lead extraction. The lead was being extracted due to a therapy upgrade. The tip of the lead remains in the superior vena cava (svc). The lead was replaced as a result of the therapy upgrade. No adverse patient effects were reported. The lead was returned for analysis.

Event description:
It was reported that the tip of the right ventricular (rv) lead separated from the lead body during a lead extraction. The lead was being extracted due to a therapy upgrade. The tip of the lead remains in the superior vena cava (svc). The lead was replaced as a result of the therapy upgrade. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
This report contains: correction to field h6: impact codes.